Event description:
A customer requested an event log review to identify if and when the user bypassed guardrails. The customer did not allege any device malfunction. Details of the event are as follows: a patient was admitted to the emergency department in cardiac arrest, intubated, status post fall. An epinephrine infusion was ordered. The infusion was started at 2 mcg/min and 13 minutes later, it was increased to 3 mcg/min. It was discovered at transfer from the emergency department to the ICU that integrilin (eptifibatide) was infusing instead of epinephrine and half the bottle of integrilin had infused. The trauma surgeon was notified and additional blood tests were performed. A head CT was performed because the patient sustained a fall. No bleeding was identified anywhere. The customer reported the patient died (B)(6) days after the event. The customer does not attribute the medication error or any device malfunction to the patient's demise.

Manufacturer narrative:
(B)(4). No device return, log review only. The customer has provided the event logs and data set for a log review. A follow up report will be submitted once the evaluation has been completed.